Manufacturer narrative:
Event site full name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during the insertion of the intra-aortic balloon (iab), the customer could not pass the iab through the sheath. It was noted that the customer was using another manufacturer's sheath. They attempted to remove the iab, but it got stuck so the entire sheath was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was covering the balloon with the sheath tubing observed to be severely wrinkled along its length. The returned sheath was not a maquet product. The extender tubing was also returned. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the rear seal of the membrane measuring 0.013cm in length. The condition of the returned iab indicated a leak on the rear seal of membrane. The probable root cause may have occurred when removing the non-maquet sheath over the membrane. The returned condition of non-maquet sheath tubing over the membrane may have contributed to the leak found. We are unable to determine when the leak occurred. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a